Manufacturer narrative:
(B)(4).

Event description:
Procedure: decompression of the spine. According to the reporter: the tip clogged and stuck to the dura, but the surgeon was able to remove it without damage to the pt. A new one was opened to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.